Event description:
It was reported that the implantable cardiac monitor (icm) was being removed due to the patient needing surgery in the area of the monitor. The surgery was unrelated to the icm. It was further reported that the device had migrated from the initial implant location and was difficult to expose the header to free it from the tissue shell. The icm was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).